Manufacturer narrative:
The device was received deployed. The batteries were found to be depleted. During downloading of the device on power supply the connection was lost. The incomplete download data showed that the device experience a 0x40 alarm during it run. The complete download data could not be retrieved from the device. Inspection of the printed circuit board (pcb) found corrosion, it could not conclusively be determined if the corrosion contributed toward the reported symptom. It was concluded that the corrosion caused the batteries to deplete. Inspection of the drive mechanism found evidence of liquid present on the commutator cap. It could not conclusively be determined if the observed liquid evidence caused the 0x40 alarm. The exact timing and cause of the corrosion on the pcb and commutator cap could not be determined. The exact cause of the 0x40 alarm could not be determined. The exposed portion of the soft cannula was found to be flattened and damaged. A tear was observed in the exposed portion of the soft cannula. Fluid was observed exiting the tear. It could not be determined when the tear and damage occurred, as the tear was found in the exposed portion of the soft cannula it could be concluded that it did not contribute toward the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl). A hazard alarm occurred while the pod was worn on the back between 25 and 36 hours. As treatment, a new pod was placed.